Event description:
On (B)(6) 2015, calibra received an anonymous survey which indicated that the needle was bent and that the patch needed to be replaced. It is unknown how the needle came to be bent. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Calibra has been unable to request return of the product at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.